Event description:
Customer stated that she woke up and was not feeling well. Customer noticed that her insulin pump was dead. Customer put a new battery in the insulin pump and noticed a battery out alarm. Customer also reported a blank display that returned after a battery change. Customer's current blood glucose reading is 418 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.